Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in battery becoming depleted.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in jun 2008 and that it has performed to specification up to (B)(6) 2008. On visual inspection the device membrane was considerably discolored. On (B)(6) 2008 the device failed a self-test due to a low battery, the temp recorded was -1.7 degrees celsius. Between the (B)(6) 2009 and the (B)(6) 2010 the device records a further three failed self-tests. These all occurred at temps below 0.0 degrees celsius. The temp then dropped to a low of -12.9 degrees celsius on (B)(6) 2011 and (B)(6) 2013, multiple manual power-ups, of ten minute durations were recorded. Investigation did not confirm a fault with the device or any component in the device. The device switching itself on is a known symptom of a damaged or faulty membrane. Although in this event there was no fault measured on the membrane it is probable that damage has been caused to the membrane, which has affected the device causing it to switch itself on automatically. A device switching itself on automatically can cause premature depletion of the pad-paks (battery). Furthermore, the minimum recommended stand-by temp is 0.0 degrees celsius. The low battery warnings recorded were at sub-zero temps, indicating the device was stored in an adverse environment. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.